Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient came into the clinic and programming changes were made. The patient was asymptomatic.